Manufacturer narrative:
The adpativeclean brush head is an accessory to the sonicare diamond-clean smart power toothbrush.

Event description:
Consumer complained about bristles falling out in their mouth. No injury reported.